Event description:
Report rec'd from health care provider that a 1-2 inch portion of the catheter was left in the soft tissue of the pt during the tunneling procedure. No other pt complications were noted by the health care provider in reporting of this event.